Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had only voided 10cc in the previous hour while using the foley catheter. While checking, it was found that the catheter was leaking onto the bed. The catheter was then removed and a new one was inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had only voided 10cc in the previous hour while using the foley catheter. While checking, it was found that the catheter was leaking onto the bed. The catheter was then removed and a new one was inserted.

Event description:
It was reported that the the patient had only voided 10cc in the previous hour while using the foley catheter. While checking, it was found that the catheter was leaking onto the bed. The catheter was then removed and a new one was inserted.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way foley catheter. Visual inspection of the sample noted inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attach the balloon deflated passively within (2 min 15 secs) with no cuffing. Dissected the balloon to verify notch perforated. The drainage lumen was flushed and no leaks observed. The reported failure could not be reproduce. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required as the reported event is unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.